Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced recharge burden. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue.